Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was working properly. A field service engineer (fse) arrived on site and verified that the biometric identifier was functioning properly, tested it in the hardware test application, and confirmed all tests passed successfully. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was not recognizing user fingerprints, required manual login with a witness. The station displayed the error message biometric identifier maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.